Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to a patient board failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that while feeding the scope from the transverse to the ascending colon during a colonoscopy. There was no image on their evis exera iii video system center. The procedure was completed with another device. The patient¿s sedation was prolonged for an additional ten minutes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. Upon inspection and testing of the unit, the reported problem of no image was confirmed. Caused by a faulty patient board set. Olympus advised, that the customer replace the faulty patient board set. And to install the latest version of the device software. The investigation is ongoing. And follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.